Event description:
Caller states that the inform base unit shows signs of melting and burning in the connector pin area. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. (B)(6).